Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right atrial lead was explanted due to a dislodgement, information suggest that tissue was unstable after a surgery. Lead was then replaced with a active fixation lead no additional adverse patient effects were reported.